Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that before an unknown procedure on an unknown date, the customer noted that a different geometry graphic was displayed on the outer box of the product. The needle was labeled as spatula with different graphics. The procedure completed with a same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
There was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, it was noted a box from product code w1756 and other of product code 2890g of ethilon suture. Both codes use spatula needles and there is a difference between the drawing of the needles due to are for different procedures. According to the sample condition, no packaging - labeling identification could be observed, as the boxes are from different codes and uses.